Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer perform 5.0 unit fixed prime cannula but insulin did not exit during the tubing. Customer stated that reservoir, tubing set, priming process troubleshooting. Customer was reporting an issue during priming process. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.